Event description:
Ems personnel connected the device to the pt and used the device to analyze the pt's rhythm. The device allegedly advised no shock on two successive analyses. The pt was not resuscitated. The reporter alleged that the device should have advised a shock at the time the device rendered the shock not indicated decisions.